Event description:
The customer reported that the camera head screw is broken. The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for additional information based on legal manufacturer's final investigation results. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the camera head screw is broken. The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
E2:ni. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.